Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission, that intermittent oversensing and noise was observed on both atrial and ventricular leads. Patient was asymptomatic. The noise could be reproduced with isometrics and pocket manipulation. There are no other anomalies and lead impedances are stable. Programming changes were made. Patient is in stable condition and will continue to be monitored.